Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and infection. Clarification: it is unclear if the surgery was completed to remove the implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they have pain and swelling in the left breast, back pain, cannot lift their arms over their head and aching on the left hand side. Patient states the doctor thinks the implant has ruptured. Patient was then admitted to hospital advising their had ¿fever and was really achy¿ and ¿her inflammatory markers are up and she has an infection¿. Device remains implanted. This record relates to the left side.